Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received potential false positive results for 3 patients¿ samples tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system (s/n (B)(4)). The customer reported that on (B)(6) 2021 that they observed sars-cov-2 positive results for 3 patients¿ samples. The patients¿ same samples were repeat tested on a different the cobas® liat® system (s/n not provided) that generated sars-cov-2 negative, influenza a negative, influenza b negative results for each of the 3 samples. Patient sample was collected using nasopharyngeal collected in ctm. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patient. The negative results were reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Three (3) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and the investigation performed there is no indication the product is not functioning as intended. Data pertaining to the alleged run was not provided, therefore an in depth investigation on the run data could not be performed, and cir cannot determine if the allegation was related to an open CAPA or lod samples. However no samples were requested because a systemic issues was not identified. (B)(4).